Event description:
It was reported that the survey respondent mentioned about symptomatic urinary tract infection, pain, leakage, and accidental removal when they were asked of complications while using the lubri-sil all -silicone hydrogel coated catheter. It was also stated that when the survey respondent was asked if the instructions for use becton dickinson product(s) provided sufficient information about the product(s) and its/their medical application(s) while using the lubri-sil all -silicone hydrogel coated catheter they stated no because of information provided include more of size, catheter make up materials, manufacturers information but less of process of inserting, this was more of a learned procedure than it written out on the foley catheter. It was unknown what medical intervention was provided for symptomatic urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "incorrect/ missing translation". It was unknown whether the device had met specifications. Based on patient code 2645 the product does not appear to have been used. However, the product is intended to be used for treatment purpose but it was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (unknown foley catheter) product ifus were found to be adequate based on past reviews. Correction: g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the survey respondent mentioned about symptomatic urinary tract infection, pain, leakage, and accidental removal when they were asked of complications while using the lubri-sil all -silicone hydrogel coated catheter. It was also stated that when the survey respondent was asked if the instructions for use becton dickinson product(s) provided sufficient information about the product(s) and its/their medical application(s) while using the lubri-sil all -silicone hydrogel coated catheter they stated no because of information provided include more of size, catheter make up materials, manufacturers information but less of process of inserting, this was more of a learned procedure than it written out on the foley catheter. It was unknown what medical intervention was provided for symptomatic urinary tract infection.